Manufacturer narrative:
Corrected information in d10 and h3. Additional information in d4: expiration date and UDI number, h4, and h6: method, results, and conclusions. This follow-up report is being submitted to relay additional information. The complaint is confirmed for one of two returned cages for the failure of being jammed with the mating anchoring plate. Photos were provided and show that the anchoring plate is stuck at an angle in the cage. The cause of the damage cannot be determined at this time since there is no information available regarding how the implants were being used or handled at the time of the damage. Per the DHR review, the part was likely conforming when it left zimmer biomet control. No actions are required. This event is not related to any current actions or recalls or product holds. The device is used for treatment.

Event description:
It was reported that an roi-c plate became jammed in the cage during attempted installation within surgery. The cage and plate were removed and replaced with another cage and plate. There were no patient impacts. This is report one of two for this event.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00255.

Event description:
It was reported that an roi-c plate became jammed in the cage during attempted installation within surgery. The cage and plate were removed and replaced with another cage and plate. There were no patient impacts. This is report one of two for this event.